Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer hospitalized due to high blood glucose level on (B)(6) 2019 with blood glucose was 27.9 mmol/l. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing. Customer was using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.